Event description:
Endosuture system sw100 5mm being used by doctor during a laparoscopic nissen hiatal hernia repair. The endosuture system failed during the procedure and the tip fell off. The tip was completely retrieved. No patient consequence reported.